Manufacturer narrative:
MFR report #1820334-2017-00484. (B)(4). The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
This additional information was received on 02/22/2017 as follows: it is alleged that on (B)(6) 2009, the patient received the device implant due to blood clots via the right femoral vein. No information regarding removal attempts was included in the pps received on 2/22/17. Patient is alleging the device is unable to be retrieved.

Manufacturer narrative:
Investigation: the following allegations have been investigated: vena cava perforation, tilt, pain, worry. Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Unknown if the reported pain and worry are directly related to the filter and unable to identify a corresponding failure mode at this point in time. A total of 20 devices were manufactured in the reported lot. To date, no other complaints have been reported against the lot . The associated work order was reviewed. No related/relevant notes were documented . The device is manufactured and inspected according to specifications. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
Patient additionally alleges device tilt and vena cava perforation. Patient notes and further alleges experiencing "constant pain and worried that the filter cannot be safely removed", per the (B)(6) 2019 computed tomography (CT) abdomen without contrast: "greenfield vena cava filter in place. Apex of the filter: at the anterior lower margin of the orifice of the left renal vein, 6 mm distal to the right renal vein origin. Angle of inclination: relative to the ivc approximately 10 degrees leftward tilt measured off coronal series 4 image 55. No fracture of the tines. Extraluminal extension of the tines: best appreciated axial series 3 image 53-58. The tine at the 10:00 position extends into the adjacent fat, 8 mm beyond the wall of the ivc. Posterior tine at the 7:00 position extends into the paravertebral fat adjacent to the anterior psoas, approximately 12 mm beyond the wall. Posterior tine at the 5:00 position prevertebral approximately 7 mm beyond the wall. Anterior tine at the 1 to 2:00 position 2 mm beyond the wall in contact with the third portion of the duodenum".

Manufacturer narrative:
Evaluation- it has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating "patient is alleging: device is unable to be retrieved". Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Filter retrieval is occasionally difficult. This is well known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. There is no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A supplemental report will be submitted upon completion.

Event description:
It is alleged that "[pt] received a cook gunther tulip on (B)(6) 2009." It is alleged that the patient was injured without further explanation. Hospital and medical records have been requested but not yet provided.